Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. The por was a firmware initiated por with no reason code given. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The device was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated a power on reset (por) occurred. The por was a firmware initiated por with no reason code given.